Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, error code 41171 appeared at start up. The software will be reloaded for the issue as part of the preventive maintenance process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited lec 41171. No patient was involved in this event. No adverse effects were reported.